Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was found unconscious and the emergency medical services came to revive him. Customer was taken to the hospital but released the same day. Customer was found freezing cold and soaking wet at 8:46 am. Caller stated that everything was off the bed and customer was face down. Caller gave the customer honey and a glucagon shot. Customer was just diagnosed with addison's disease. Customer was given another glucagon shot in the ambulance. Customer's blood glucose was 302 mg/dl at 10:52 am but dropped down to 199 mg/dl in about an hour. Customer was admitted on (B)(6) 2016 with a blood glucose reading of 31 mg/dl. Customer ate 6 slices of bread and gave a correction of 8.3 units. Customer's blood glucose was 274 mg/dl. Caller was explained how to program a basal. Caller stated that her son is sleeping but she is going to wake him up to eat. Customer's blood glucose was currently at 104 mg/dl.